Event description:
It was reported an issue with novosyn suture. The client reported that a suture detaching during closure of a caesarean section occurred. Additional information received: it was the beginning of second layer of uterus, upon insertion of the needle through the uterus and retrieving the needle, the suture detached from the needle. Needle was removed with ease and there was no patient harm. The surgery was completed successfully. Continuous suture technique employed. No knots made.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have not received any sample to analyze this case. Without any sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Needle attachment strength during the process were 2.79 kgf in average and 2.22 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep requirements: 1.83 kgf in average and 0.61 kgf in minimum). Final conclusion: without samples, we are not in position of studying if the involved product does not fulfil the specifications. In consequence, a proper analysis cannot be done, and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. Anyway, according to the batch manufacturing record review, the product complies with our specifications and also fulfill usp/ep requirements. Therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.